Manufacturer narrative:
H2: additional information: b5 (describe event or problem) and h6 (device code) have been updated based on the additional information received on june 13, 2025. H11: correction: b5 and h6 have been corrected to code for premature deployment in the greater curvature of the corporoantral junction, to capture that this event will no longer be reportable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure for digestive bleeding performed on (B)(6) 2025. The anatomical location is unknown. During the procedure, when the clip is opened, it is released immediately. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. Per additional information received on june 13, 2025, the type of procedure was endoscopy, and the anatomy location was in the greater curvature of the corporoantral junction, deeming a non-reportable scenario for premature deployment on an unknown location.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) and block h6 (device code) have been updated based on the additional information received on june 13, 2025. H11: block h6 has been updated to code for premature deployment in the greater curvature of the corporoantral junction.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure for digestive bleeding performed on (B)(6) 2025. The anatomical location is unknown. During the procedure, when the clip was opened, it was released immediately. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. Per additional information received on june 13, 2025, the type of procedure was endoscopy, and the anatomy location was in the greater curvature of the corporoantral junction.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure for digestive bleeding performed on (B)(6) 2025. The anatomical location is unknown. During the procedure, when the clip is opened, it is released immediately. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment during an upper endoscopy at an unknown location.